Manufacturer narrative:
Blood was observed on the adhesive pad and inside soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was found to have tears and cause a leakage. Fluid was observed exiting the tears. It could not be determined when the tears occurred or if it contributed to the reported event. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 5 and 24 hours on their abdomen. The device was originally reported due to the patient bleeding from the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
Blood was observed on the adhesive pad and inside soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was found to have tears and cause a leakage. Fluid was observed exiting the tears. It could not be determined when the tears occurred or if it contributed to the reported event. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *b5 was update accordingly to properly reflect the investigation findings.